Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed. Per internal procedure, the mean of the inratio meter and comparative system inr were calculated. The first set of readings, the time between the two test exceeded 3 hours. A valid comparison should be performed 3 hours or less. For the remaining 3 sets of data, both inratio and lab values are within the confidence limits for inr testing. The results are not considered discrepant within the context of the documented variability for inr testing. However, this case qualifies as an adverse event, so further testing is required at this time. Inratio precision data provided by end-user lot 060318: first test inr = 3.9, second test inr = 4.2, mean = 4.05; sd = 0.21; %cv = 5.24%. The %cv is less than or equal to 20%. Per internal procedure, the precision passes the criteria for precision. The test is considered precise and no further testing is required at this time.

Event description:
Patient was sent to the hospital: patient was nose bleeding. Caller alleged inaccuracy with inratio. Caller alleged imprecision with inratio. Results as follows: first test inr = 3.9, second test inr = 4.2.